Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had its bladder burst during filling. It was filled with approximately 40 ml of 5-fu and nacl 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from june 22, 2015 to june 23, 2015. Evaluation summary: the device was received for evaluation. A visual inspection identified that the devices reservoir was ruptured. A microscopic inspection found markings located on the exterior surface near the rupture line. The cause of the rupture could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.